Manufacturer narrative:
Batch review performed on 20-january-2022. Lot 2003964: (B)(4) items manufactured and released on 26-aug-2020. Expiration date: 2025-aug-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional items involved in the event, batch review performed on 20-january-2022: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2012923. Lot 2012923: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-mar-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2010842. Lot 2010842: (B)(4) items manufactured and released on 04-nov-2020. Expiration date: 2025-oct-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2110796 lot 2110796: (B)(4) items manufactured and released on 24-sep-2021. Expiration date: 2026-sep-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Screws: mpact 01.32.6525 cancellous bone screw, flat head ø 6,5 l 25 (k103721) lot. 2013778 lot 2013778: (B)(4) items manufactured and released on 12-feb-2021. Expiration date: 2026-jan-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot. 2105760 lot 2105760: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-aug-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.